Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information : crd_966 - portico ng approval study, patient site ID : (B)(4), r705301101. R705286601 it was reported that on (B)(6) 2022, a 29mm portico ng was selected for implant. It was noted that post valve deployment, a transthoracic echocardiogram (tte) showed a new large pericardial effusion. Urgent placement of a pigtail catheter into the pericardial space was required. A rapid drainage of 300ml of blood was drained when placed on continuous suction. Due to a left ventricular anterior wall laceration/tamponade a sternotomy was performed for surgical repair. The patient required stitch repair and two mediastinal blake drains. Estimated blood loss was 1000ml. The patient also required a transfusion. It was noted that the patient had post operative respiratory insufficiency requiring ventilation. The patient was placed on a ventilator when converted to general anesthesia. The mechanical ventilation was weaned off at 20:00 on (B)(6) 2022. It was noted that the patient also required a permanent pacemaker due to a complete atrioventricular heart block on (B)(6) 2022. Post procedure the patient also experienced acute on chronic thrombocytopenia and anemia with no treatment required.

Event description:
Clinical information : crd_966 - portico ng approval study, patient site ID : (B)(6). Subsequent to the previously filed report, additional information was received that the pericardial effusion/tamponade was a result of a non-abbott guidewire (safari wire) causing the lateral laceration to the patient's left ventricle. The was no allegation of malfunction made against the 29mm portico ng valve, but it is believed that the atrioventricular block is in relation to the implant of the prosthetic aortic valve. There was calcification noted extending beneath the aortic annular plane in the interventricular septum. Post-implant it was noted on an transthoracic echocardiogram that there was trivial perivalvular leakage. The final non-coronary cusp implant depth was noted as being 3.27mm and the left coronary cusp final implant depth was 7.78mm. The patient did not experience any permanent impairment or damage as a result of this event. There was no clinically significant delay in the procedure reported. The patient was not discharged from the hospital until (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and atrioventricular block that required permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. B2. Updated . B5. Additional information received. H6.medical device problem code removed : 1670 (use of device problem) replaced with 1457 perivalvular leak. H6. Health effect clinical code removed : 3271 (pericardial effusion), 2226 (cardiac tamponade), 2513 (cardiac perforation) , and 1888 (hemorrhage/bleeding).